Event description:
It was reported unspecified bd maxzero¿ connectors had leakage issues. The following information was provided by the initial reporter: "...were leaking from the connection between the syringe and the maxzero needleless connector..."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-mar-2022. H6: investigation summary: samples received for investigation, one 3 ml syringe, and one extension set. Upon visual inspection, luer thread inside the syringe appears deformed. Leakage testing was performed on syringe with max zero component and extension with connector, leakage was confirmed. It appears leakage occurred due to deformity in luer. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause is associated with the molding of the luer. Improvement actions will be implemented to include leakage test with max zero prior to the molding of the syringe.

Event description:
It was reported unspecified bd maxzero¿ connectors had leakage issues. The following information was provided by the initial reporter: "...were leakingfrom the connection between the syringeand the maxzero needleless connector..."